Event description:
The customer stated she was hypoglycemic. She was shaking and was not feeling well. She tested her blood glucose on the breeze2 and the reading was 47mg/dl. An ambulance was called. When the emt took her blood test it was 111mg/dl. She was given something to eat and felt better. Customer was advised to return the test strips for evaluation. Customer was given a new kit.